Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 500 mg/dl. The customer changed out the cartridge and infusion set. The bg level decreased to 330 mg/dl. Tandem technical support did not troubleshoot the cause of the occlusion as the customer previously changed out the supplies.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.